Manufacturer narrative:
(B)(4). Correction and additional information: the device was returned and evaluated by the manufacturer. The returned unit was visually checked and it was revealed that the tube (raw material) had an incrusted particle (not mobile) embedded inside the tubing; therefore, the reported issue was confirmed. The cause was determined to be defective raw material received from the supplier. The plant supplier of the material identified to have caused the reported problem, was notified so that the issue could be monitored. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that an extension set, with wide bore tubing, had "particulate matter embedded inside the set". There was no report of patient involvement and there was no adverse event reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.